Event description:
Physio-control is investigating the rejection of six end items and one pcb assembly because of an incorrectly assembled relay assembly. In each case, the clear plastic relay housing was not fully inserted into the pcb assembly. This can cause the relay arm to stick which could cause defibrillation therapy to be denied when needed. There have been no reported failures related to pt use.